Manufacturer narrative:
(B)(4). Batch # d5gz4f. Device evaluation: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify if the remaining staples that had not closed, were seen in the tissue? There were no remaining staples, because most of the staples missed from the device. Only 1-2 staples were inserted into the tissue, these were closed. If yes, was the staple line complete? The staple line wasn¿t complete. Was there any patient consequence as a result of the event? It wasn¿t consequence for the patient. How long was the surgical procedure delayed by (minutes/hours)? Plus 1 hour.

Event description:
It was reported that during a dixon operation (anterior rectum resection) the surgeon closed the device and then fired it and cut the tissue. After opening it, he saw that he had only 1-2 clips closed and therefore the anastomosis was not closed. There was a hole in the gut that was pulled together and manually sewn by hand. He then re-made the anastomosis with a new circular stapler. The operation time was longer. There were no patient consequences reported.